Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome (crps). It was reported that since the patient got their device implanted ((B)(6) 2019) they had a burning sensation at the implant site and it worsened to where they had a lot of burning sensation at the ins and could barely sit on their right side where the ins was located. The patient reported very bad discomfort at the ins site. It was indicated that the patient had a ¿fall-like event where they cause their foot on a rug and almost tripped and pulled them back, a couple of weeks ago¿. The stated that after that the soreness was more prominent at the ins site. No further complications were reported/anticipated.